Event description:
Additional information received identified the patient had her scs ipg replaced with a new one. Effective stimulation therapy was reportedly restored postoperative.

Manufacturer narrative:
Results: the reported event for ¿no communication¿ was confirmed. Visual inspection of the ipg revealed no anomalies. The ipg did not communicate with a test patient programmer. A ¿ipg communication error 2501¿ was observed on the test patient programmer. According to the eon mini dfu review, there is adequate information for preserving the ipg when not in use. The dfu states, ¿do not let an ipg battery remain depleted for an extended period of time. If a depleted battery is not recharged within 30 to 90 days of its full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy.¿ the patient had not charged the ipg in three months, therefore, user error contributed to the reported event.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs charger and programmer will not communicate with her scs ipg. The patient stated she has not charged her scs ipg in three months. A sjm representative met with the patient and confirmed the patient's scs ipg does not communicate with external devices. Surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.